Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up/down arrow and ok keypad buttons were reportedly unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/15/2004. Device evaluation: the device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: there was no visible damage found to the keypad. The contrast and up arrow keypad buttons were found to be intermittently responsive. The keypad was removed and contamination was found under the up arrow and contrast key contacts. Unrelated to the complaint, the battery compartment was found to be cracked from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.